Manufacturer narrative:
Analysis was normal for the reported event of patient death. During analysis, a failure event was observed which is unrelated to the reported event. Final analysis found full breach outer insulation degradation at 4.5 cm from the connector pin; and an external insulation abrasion was also noted at 7.1 cm to 7.2 cm from the connector pin breaching the outer insulation and exposing the outer coil, this is consistent with friction to the device can.

Event description:
Related manufacturer reference number:2017865-2019-16996. Related manufacturer reference number:2017865-2019-16999. It was reported that the patient deceased. There is no known allegation from a health professional that suggests the death was related to the device. The cause of death was unknown.